Manufacturer narrative:
Results: minor scuff marks were present on the proximal end of the handle. Conclusions: evaluation of the returned smart coil revealed the pet lock was separated. This type of damage typically occurs when an attempt is made to detach the embolization coil from its pusher assembly using a detachment handle. During the functional test, the embolization coil did not detach using the returned handle. Further evaluation revealed the distal portion of the pusher assembly was delaminated and compressed. The compression resulted in a shortening of the overall pusher length such that the fully retracted pull wire did not detach the coil. The root cause of the delamination and compression could not be determined. Further evaluation revealed contrast within the ddt. This may have also contributed to the reported complaint. Further evaluation revealed kinks along the length of the pusher assembly and offset coil winds along the embolization coil. These damages were likely incidental to the reported complaint. Evaluation of the handle revealed a fully functional device. The handle was tested and performed within specification. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00262.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00262.

Event description:
The patient was undergoing a coil embolization procedure in the m1 segment of the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed three coils into the target vessel using a non-penumbra microcatheter. The physician then advanced a smart coil into the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach from its pusher assembly after several attempts. It was reported that the alignment zone of the smart coil had been separated after use of the handle; however, the smart coil did not detach. The handle was then set aside and the physician attempted to detach the smart coil manually; however, the smart coil still did not detach. The smart coil was then removed and the procedure was completed using five other coils and the same microcatheter. There was no report of an adverse effect to the patient.